Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that after the d.00 software upgradation, the cardiosave intra-aortic balloon pump (iabp) has no display or audible alarm after switching on, there is only light indication on green power button and both battery leds are showing it is charging. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has no display or audible alarm after switching on, there is only light indication on green power button and both battery leds are showing it is charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a